Manufacturer narrative:
Conclusion: the complaint can be verified. Result: the down button does not operate. The connections of the down flex print are interrupted.

Event description:
On (B)(6) 2013, patient reported experiencing issues with the down arrow button on the infusion device. Patient stated she was aware of the recall. Patient reported she began experiencing issues on yesterday. Patient stated she noticed the issue when she was attempting to perform a quick bolus. Patient reported the button does pop back out after being pressed, but does not respond with a beep, vibration, or 0.0 on the display screen. Patient stated the infusion device does not respond no matter how hard the button is pressed. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.